Manufacturer narrative:
(B)(4) - coyote es otw 3mm x 40mm x 145cm - 39134-30401 to(B)(4) - fg sterling sl otw,3.5mm x 80mm x 150cm - 39148-35801. (B)(4). Catalog/model # corrected from 39134-30401 to 39148-35801. Device lot number corrected from 19142559 to 19873661. Device manufactured date corrected from 04/18/2016 to 10/26/2016. Examination of the returned complaint device revealed that there was blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon a pinhole in the balloon wall at the proximal edge of the distal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Device analysis confirmed the reported balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the order to which the balloon catheters were used was the 3mm x 20mm x 143cm coyote¿ es balloon catheter first, then the 3mm x 40mm x 145cm coyote¿ es balloon catheter, then a 3.5mm x 80mm x 150cm sterling¿ sl balloon catheter, and lastly the 5.0x200x150 sterling¿ balloon catheter. Each balloon catheters were inflated once at approximately 8-10 atmospheres for varied hold times at 1-2 minutes before rupturing. The procedure was completed with minimal blood flow achieved.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11707, 2134265-2016-11708 and 2134265-2016-11711. It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left lower extremity. A 3mm x 20mm x 143cm coyote¿ es, 5.0x200x150 sterling¿ and two 3mm x 40mm x 145cm coyote¿ es balloon catheters were selected to dilate the lesion. However, during procedure, all four balloons ruptured. The devices were completely removed from the patient. A 4.0mmx15mmx90cm express® sd renal/biliary stent was advanced but failed to cross the lesion. The device was completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was good.